Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2017 which performed as expected.

Event description:
On (B)(6) 2017, a european french customer site reported an unexpectedly (B)(6) antibody screen when tested on an instrument.